Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 25-sep-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("diagnosed allergy to nickel") and device dislocation ("on ultrasoun, it seemed that the implant was not at the right place") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017, the patient experienced dermatitis allergic ("facial allergy"), abdominal discomfort ("heaviness in the belly") and rhinitis allergic ("allergic rhinitis"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), migraine ("migraines"), fatigue ("important disabling fatigue") and pain ("unexplained aches"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, device dislocation, dermatitis allergic, abdominal discomfort, rhinitis allergic, migraine, fatigue and pain outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, allergy to metals, dermatitis allergic, device dislocation, fatigue, migraine, pain and rhinitis allergic with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: allergic to nickel and sulfate (++). Ultrasound scan - on an unknown date: it seemed that the implant was not at the right place. E was initially received via regulatory authority (ansm, reference number: (B)(4) on 25-sep-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("diagnosed allergy to nickel") and device dislocation ("on ultrasoun, it seemed that the implant was not at the right place") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017, the patient experienced dermatitis allergic ("facial allergy"), abdominal discomfort ("heaviness in the belly") and rhinitis allergic ("allergic rhinitis"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), migraine ("migraines"), fatigue ("important disabling fatigue") and pain ("unexplained aches"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, device dislocation, dermatitis allergic, abdominal discomfort, rhinitis allergic, migraine, fatigue and pain outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, allergy to metals, dermatitis allergic, device dislocation, fatigue, migraine, pain and rhinitis allergic with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: allergic to nickel and sulfate (++). Ultrasound scan - on an unknown date: it seemed that the implant was not at the right place. Device similar incident listing (dsil) comment: the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: allergy to metals: the analysis in the global safety database revealed 542 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Dsil en. Further company follow-up with the attorney, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: case (B)(4) (MFR number 2951250-2019-00608) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to the remaining case - reporter (case is potential legal), start and stop date of essure and event on ultrasoun, it seemed that the implant was not at the right place added no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via (B)(6) ((B)(4)) on 25-sep-2017. This spontaneous case was reported by an other health professional and describes the occurrence of allergy to metals ("diagnosed allergy to nickel") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced dermatitis allergic ("facial allergy"), abdominal discomfort ("heaviness in the belly") and rhinitis allergic ("allergic rhinitis"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("important disabling fatigue") and pain ("unexplained aches"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, dermatitis allergic, abdominal discomfort, rhinitis allergic, migraine, fatigue and pain outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, allergy to metals, dermatitis allergic, fatigue, migraine, pain and rhinitis allergic with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 26-sep-2017 for the following meddra preferred term: allergy to metals: the analysis in the global safety database revealed 309 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.